Event description:
It was reported to philips that the battery pca pins were bent and broken. There was no patient involvement.

Event description:
It was reported to philips that the battery pca pins were bent and broken. There was no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins 1 and 2 were found bent and compressed, while j1 pin 6 was broken.